Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cerebrospinal fluid (csf) glucose result. The customer had an issue with level 1 csf glucose quality controls (qc). The customer reran patient samples, and found a discordant result. The customer did not want troubleshooting. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that reagent probe1 (r1) horizontal movement was not within specifications and was bent. The cse replaced the reagent probe. The cse cleaned water temperature control module (wtcm) fan filter. The cse ran qc and precision testing, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the information provided and concluded there was no reagent lot or method issue. The data is consistent with instrument related issues with the probable cause related to inadequate mixing due to a bent r1. The customer continued to run samples on the analyzer and has had no other incidents related to this issue. All qc was within expected ranges and consistent with peer recovery. The cause of the discordant glucose csf result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low cerebrospinal fluid (csf) glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The original sample was repeated on the same dimension vista instrument and recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant csf glucose result.